Event description:
The pca machine did not deliver the correct amount of morphine as programmed. Order for pca morphine read as follows: pca: 1.5mg per injection, delay:6 min between injections, maximum hourly dose:10, bolus:0. During a 3 hour period the patient received 0.9mg of morphine with 6 attempts and 6 injections. There were no alarms activated on the machine. The patient was seen and examined by the doctor. There were no adverse injuries to patient.a test performed by bio-engineering department. The battery in pump was changed. The pca pump was programmed and appeared to be functioning properly